Event description:
The prismaflex m100 set was found to have crimped tubing on removal from package. The tubing is marked with a pink line and the crimp was found where the tubing entered the hard clear molded plastic form. The defect "would not allow the filter set to run properly". An additional tubing was also reported with the same issue. Tubing was replaced and not used on a patient.